Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of defective intraocular lens (iol) had broken haptics during implant injection with injector and could not be implanted. The surgeon doesn't know whether it's the injector or the implant. The injector was not put away. So, he took the 2nd implant of same model and diopter to complete surgery, with no consequences for the patient. Additional information has been requested.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of broken haptic during implant injection with injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).